Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual summary analysis indicated apparent explant damage.

Manufacturer narrative:
Product event summary : performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the left ventricular lead dislodged and there was high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. .concomitant products: d314trg implantable cardioverter defibrillator (ICD), (B)(6) 2011; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.